Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during the basic occlusion test due to faulty forced sensor resistor. Motor passed motor test. Pump received with scratched lcd window, cracked battery tube threads, scratched case, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.